Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the patient presented in clinic for post implant check. Intermittent capture was noted on the right atrial lead. The lead was revised and, during revision, the lead insulation appeared to be breached. Physician stated the insulation breach was likely due to a suture needle during initial implant. Patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.